Event description:
It has been reported to philips that the customer was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure could not be done on this system and was completed by transferring the patient to another room. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file indicated there was an error ¿no x-ray within 3 seconds after last start fluoroscopy ¿confirming the issue of no exposure. During troubleshooting, fse found that exposure was not possible due to uninterruptible power supply (ups) failure and also the ups transfer switch was found defective. Fse removed ups jumper cable to resolve the defect with the ups transfer switch. Also, the ups battery was replaced and preventive maintenance of ups was done. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.